Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident exceeded 400 mg/dl. The patient stated that she tried all of the remedies for the no delivery alarm and she did not want to troubleshoot. She had resolved prior no delivery alarms by changing the set and reservoir. The reservoir was not returned for analysis.